Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes they had to press the up button and down button little harder or more for the response. The customer also stated that insulin pump rejected new batteries and little hard to take off battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.